Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Other medication was coumadin. Medical history includes congestive heart failure, chronic back pain and chronic urinary tract infection greater than one year. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2016, month and year are accurate. It was reported the patient had increased pain and thinks possibly her pump was disturbed during an abdominal hysterectomy on (B)(6) 2016. The patient denied any withdrawal symptoms. The patient seemed to be a poor historian regarding events. The patient seemed unclear and could not verbalize whether her pain was worse since surgery. The patient's husband was not told anything regarding the pump in the post-operative report from the surgeon. The patient planned to contact the surgeon for notes regarding the procedure. The patient had a follow up appointment with the physician on (B)(6) at 11:00 am. It was unknown if the issue was resolved. Patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.